Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to the alarm. The device had a moisture spot at left side of the el panel. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked reservoir tube near reservoir tube window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out of the insulin pump. Customer's blood glucose level at the time 128mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.